Event description:
It was reported that the ventilator generated an error which caused the safety valve to open. The patient was removed from the ventilator and placed on a second ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.